Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they met with the representative at the doctor's office and they tested the machine to make sure it was working were steps taken to resolve the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor the patient reported that her therapy was getting better so she turned the ins off. The patient reported that a couple of weeks ago she started having horrible pain going down her legs and when she laid down, she felt the stimulation in her chest and lips. Patient further reported that she did turn that ins off and the pain was less, but she is still experiencing pain. The patient states her hcp told her the lead is very close to a nerve and may need to be moved. No further complications were noted or anticipated.